Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when he bolused for dinner, an hour later his blood glucose level was around 50 mg/dl. Overnight his blood glucose level was around 400 mg/dl. He changed the infusion set three times. The call was disconnected. The device was not returned.